Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 380 mg/dl. The customer was experiencing unexplained high glucose for four days. Troubleshooting was performed. The caller stated that the customer was not able to rewind the insulin pump. Reviewed the alarm history and found several low reservoir alarms. Ran a fixed prime and high pressure test and they passed. While checking the prime history found that the customer was wearing the infusion set for approximately two weeks. Explained the caller the importance of changing the infusion set every two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.